Manufacturer narrative:
Additional information was received that there was no actual skin breakage. The patient was having difficulty charging due to the position of the ipg. No further course of action at this time.

Event description:
A report was received that the patient was experiencing pain and swelling around the implant site. It was also noted that the ipg was sticking out of the patient's back. The patient will undergo a revision procedure wherein the pocket site will be relocated.

Event description:
A report was received that the patient was experiencing pain and swelling around the implant site. It was also noted that the ipg was sticking out of the patient's back. The patient will undergo a revision procedure wherein the pocket site will be relocated.